Event description:
Patient reported that device made a loud clanking sound and was vibrating when they set the device up to deliver a bolus. Patient stated that bolus was delivered, but when they disconnected device from infusion site and bolused in the air, no insulin dripped from the tubing. No treatment was received as a result of this incident (patient's blood glucose was not affected).